Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to oversensing. There were no complications; patient is well.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that two episodes of emi were also noted on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that lead fracture/insulation damage was also observed on lead.